Manufacturer narrative:
Siemens filed initial MDR 2432235-2021-00130 on 24-may-2021. Additional information (22-may-2021): siemens further investigated the issue and determined that all discordant results were obtained on short samples. Siemens suggested methods for the customer to mitigate short sample collection. Pre-analytical sample variables contributed to the discordant, falsely elevated total human chorionic gonadotropin (total hcg) results. The device is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2021-00129-s1, MDR 2432235-2021-00131-s1, MDR 2432235-2021-00132-s1, and MDR 2432235-2021-00133-s1 were filed for the same event.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely elevated total hcg (thcg) results were obtained on 2 preoperative patient samples on an advia centaur xp instrument. A precision study was performed using quality controls and negative patient samples. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse performed a total service visit. The cse replaced the acid pump, v10, v11, v52. The cse also performed a calibration of the reagent probes and an empty and fill. Quality controls (qc) were run and passed within specification. The cause of the discordant, falsely elevated thcg results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2021-00129, MDR 2432235-2021-00131, MDR 2432235-2021-00132, and MDR 2432235-2021-00133 were filed for the same event.

Event description:
Multiple discordant, falsely elevated total human chorionic gonadotropin (total hcg) results were obtained on a patient sample across three days (16-mar-2021, 17-mar-2021, and 05-apr-2021) on an advia centaur xp instrument. The initial falsely elevated total hcg result was reported to the physician, who questioned the result. The patient was redrawn and the new sample was processed for total hcg across two days (03-apr-2021 and 06-apr-2021). The results obtained on the new sample were lower than the reported result. The physician expected the patient to have negative total hcg results (<2 miu/ml). Mdrs 2432235-2021-00129 and MDR 2432235-2021-00133 pertain to the same patient. There are no known reports of patient intervention or adverse health consequences due to the false positive thcg results.